Manufacturer narrative:
(B)(4). Report source: foreign : (B)(6). Visual examination of the returned product identified product was returned with minimal signs of use aside from the fractured, bent anchor and inserter prongs. The anchor is in place on the tip of the inserter and cannot be removed because the inserter prongs are bent in the same manner as the anchor. The anchor is fractured on one side and bent at a 45-degree angle. The handle has no obvious signs of damage and the knob turns freely. The adjustment knob does extend and retract the inserter prongs. Medical records were not provided. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the anchor bent and could not be set. Another device was used to complete surgery. Upon receipt of the device, it was found fractured. No further event information available at the time of this report.